Event description:
Regulatory agency reported "hair loss, hormonal imbalance, infertility, pain in the chest, respiratory troubles, dry eyes, weight gain, anxiety, skin problems, skin rashes, capsular contracture, pain in joints, pain in muscles, and mobility troubles." The events of "hair loss, hormonal imbalance, infertility, respiratory troubles, dry eyes, weight gain, anxiety, skin problems, skin rashes, pain in joints, pain in muscles, and mobility troubles" are not device related. This record is for the left-side. The device has been explanted.

Manufacturer narrative:
The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Regulatory agency reported "hair loss, hormonal imbalance,infertility, pain in the chest, respiratory troubles, dry eyes, weight gain, anxiety, skin problems, skin rashes, capsular contracture, pain in joints, pain in muscles, and mobility troubles." The events of "hair loss, hormonal imbalance,infertility, respiratory troubles, dry eyes, weight gain, anxiety, skin problems, skin rashes, pain in joints, pain in muscles, and mobility troubles" are not device related. This record is for the left-side. The device has been explanted.

Manufacturer narrative:
In response to FDA report number: (B)(4) a review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, a4, a6, d1, d4, e1, e4, g2, h4, h6